Event description:
It was reported to philips that the device experienced shock is not delivered. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty external paddle which has been reseated. The external paddle was reseated to resolve the noted issue. The device passed all performance assurance tests and was placed back into use with the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter phone # (B)(6).